Event description:
It was reported that the piston on the pump was getting stuck and not moving upward to deliver insulin when a bolus was requested. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.